Manufacturer narrative:
Investigation: upon review of the complaint file, this complaint was determined to be not reportable as there was no product malfunction. The issue was caused my user error. Complaint reference #: (B)(4).

Manufacturer narrative:
The device has not been returned for evaluation. Several attempts were made to request the return of the catheter involved with the reported incident. We did not receive the catheter and we're unable to confirm or reproduce the issue based on the information provided. No investigation could be performed. If the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a poor image quality was displayed on the ultrasound system. The user reseated the catheter but the issue remained. After the catheter was replaced, the reported complaint was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.